Event description:
It was reported that there was an issue with fb240r - clip applier forc.medium/large 200mm 25°. According to the complaint description, the clips fell into the patient's abdomen. Each time, the clips were retrieved. This occurred during an unspecified procedure, after pressing lightly on the handles before applying forceps to the anatomical structure. An additional medical intervention was necessary. The adverse event is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) fb246r - ( 9610612-2022-00103), (B)(4) fb235r - ( 9610612-2022-00104).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Associated medwatch reports: (B)(6) fb240r - ( 9610612-2022-00102). (B)(6) fb246r - ( 9610612-2022-00103). (B)(6) fb235r - ( 9610612-2022-00104).

Manufacturer narrative:
Investigation results: visually: the instruments were in a used condition, visually no deviations or defects could be detected. The instruments were forwarded to the manufacturing area for examination. Excert from the reports are within the linked ccs: the jaws of the application pliers were checke dwith the gauge for accuracy of the jaw position and are ok. In the production, the clamps were checked with the clip. If the handling is carried out correctly, the function is 100%. No error can be detected on the production side. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaint against the same lot number(s) with this error pattern. Explanation and rationale: based on the investigation results, no defects could be detected. Conclusion and measures / preventive measures: based upon the investigation results, a clear root cause conclusion cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.